Manufacturer narrative:
One device was received for investigation. Through functional testing the customer's reported problem was duplicated. The root cause was that the dso was not meeting specification. The dso was replaced and was able to pass all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a cassette that was not attached, and a downstream occlusion seal. The product fault occurred during testing. There was no patient involvement.